Event description:
Facility paged. He had an intermittant problem that he wanted to discuss. I contacted facility. He explained that the it% starting fluctuating, but now it's okay. I explained to him about cell phones and rfi. He said that he doesn't believe that any cell phones were in the area, but he'll ask around. I suggested that if it occurs again that he send the vent down to biomed. He understood.

Manufacturer narrative:
The viasys field svc rep evaluated the unit and was unable to reproduce the reported event. Thus, no root cause was determined. The viasys field service rep did however, recommend replacing the inspiratory time panel meter and the potentiometer/harness assembly as a precaution. The viasys field svc rep replaced the inspiratory time panel meter and the potentiometer harness assembly as a precaution and ran the unit through a complete checkout to ensure that the unit meets all factory specifications. Upon completion, the unit was returned to the customer's control ready to be placed back into service. No component and symptom trend has been identified and this event is considered to be an isolated incident. There are no corrective and/or preventative measures at present.